Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the pusher assembly. The embolization coil was undamaged and intact with the pusher assembly. Conclusions: evaluation of the returned smart coil revealed an undamaged and functional device. During functional testing, the smart coil was able to be advanced through its introducer sheath and a demonstration microcatheter without issue. The reported complaint was unable to be confirmed. The non-penumbra microcatheter used in the complaint was not returned for evaluation. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. H3 other text : placeholder.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the internal carotid artery (ica) using penumbra smart coils (smart coils). It was noted that the patient¿s anatomy was tortuous and slightly calcified. During the procedure, the physician placed eight non-penumbra coils in the target vessel using a non-penumbra microcatheter. Next, while attempting to advance a smart coil, the physician then experienced resistance within the introducer sheath; therefore, the smart coil was removed. The procedure was completed using a new smart coil and the same microcatheter. There was no report of an adverse effect to the patient.